Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event is one of two reporting the death of this patient. See manufacture report numbers: 249622-2011-07738. The initial reported event was received on (B)(6) 2011. Of note, the reportable malfunction and/or serious injury of helix unable to redeploy is normally submitted via a bimonthly medwatch report submission that would have been due on (B)(6) 2011. Information was subsequently received on (B)(6) 2011 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay was breached cut, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(6) 2011. Of note, the reportable malfunction and/or serious injury of helix unable to redeploy is normally submitted via a bimonthly medwatch report submission that would have been due on (B)(6) 2011. Information was subsequently received on (B)(6) 2011 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay was breached cut, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Event description:
It was reported that the lead had sensing difficulties and was attempting to be repositioned. It was further reported that the screw would not extend after retracting. After removal of the lead, the patient's blood pressure decreased, the pulse was difficult to detect and the patient's respirations deteriorated. An endotracheal tube was placed; an ultrasound was completed showing a pericardial effusion and a pericardial drain was placed. The patient's blood pressure improved and the patient remained stable. The patient developed cardiogenic shock and anoxic encephalopathy. Care was subsequently withdrawn at the families request and the patient died.